Event description:
It was reported that the patient experienced shortness of breath after the device triggered elective replacement indicator (eri), and switched to single chamber, fixed rate. The clinician expressed concern about shortened battery life when the device reached eri, and it was discovered that the output had been changed to five volts. There was no understanding why the output changed. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.